Event description:
The account alleged the brakes would set but if pushed they would unlock with any pressure. No injuries reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.